Manufacturer narrative:
Evaluation codes - additional information, device return the pipeline braid and delivery system were returned for evaluation. As received, the pipeline braid was observed to be released and was still attached to the pushwire. The distal end of the braid was observed to be fully open and moderately frayed. The middle of the braid was observed to be fully open with no damage. The proximal end of the braid was observed to be fully open, lightly frayed, and compressed. The tip coil was observed to be damaged. Additionally, the pushwire appeared to be bent at two sections. Based on the analysis findings and the reported event details, the report of pipeline failure to open was not confirmed. The cause for the reported experience could not be determined as the received pipeline braid was found to be fully open with some damage on the ends. The cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the patient anatomy and physician technique may have contributed to the reported issue. The instructions for use (IFU) includes a warning: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The lot history record of the reported lot number showed no quality issues against the lot were found.

Manufacturer narrative:
(B)(4) the pipeline device has not been returned for evaluation. The device complaint could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline device did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the right, cavernous internal carotid artery (ica). The aneurysm was not previously coiled. Max diameter was 4.10mm and neck width was 8mm. Landing zone artery size was 4.10mm proximal and 4.0mm distal. The vessel was severely tortuous. A continuous heparinized saline flush was used during the procedure, as per IFU. The pipeline was advanced through the microcatheter without any friction. The pipeline was delivered using a combination of pushing the delivery wire and unsheathing. The distal section of the pipeline was anchored and opened, but the middle section was not opening. The physician manipulated the guidewire in an attempt to open the device, but was not successful. The pipeline was removed from the patient. The procedure was successfully completed with a different device. Angiographic result post-procedure was good. There was no report of patient injury as a result of this event.